Event description:
It was reported that during implant, the lead impedance was high and out of range. Lead was repositioned with no success. Lead was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of high impedance was confirmed in the laboratory. High impedance was due to helix in the retracted position and clogged with body fluid and tissue. Normal impedance was measured when the helix was extended position. No anomaly was found.